Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Cement found in lag screw screw driver of sterile gamma 3 set when trying to use to insert a lag screw during procedure. The instrument and implant would not go over the inserted kwire , then used a long ball tip guide wire to test the instrument for blockage and the hardened cement was pushed out onto the sterile field. Surgical delay of 10 min; time out taken to douse the lag screw driver and lag screw with betadine and the scrub stand covered with sterile iobane to contain the cement.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received lag screwdriver did not have cement anymore into its shaft even when it was inspected first hand before sending it for decontamination, so the event ¿dirt / residue¿ couldn¿t be confirmed but deformation of one of the pegs of the lag screwdriver could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The cleaning and sterilization guide instructs user that: ¿procedure: ensure that all surfaces are thoroughly wetted, using a syringe to ensure that solution reaches all parts of cannulations etc. Use a bottle brush of appropriate diameter for cannulations. Ensure that the brush passes the whole length of each cannulation at least three times. Pay particular attention to cannulations and blind holes as well as hinges and joints between mating parts. At least three times complete rinsing by application of a syringe (volume 1-50 ml) is required. Automated cleaning and disinfection using washer-disinfector (recommended): connect cannulations to the rinsing ports of the washer-disinfector. If no direct connection is possible, locate the cannulations directly on injector jets or in injector sleeves of the injector basket. Arrange medical devices so that cannulations are not horizontal and blind holes incline downwards (to assist drainage). Inspection: before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient¿ more detailed information about the complaint event must be available in order to determine the root cause of the complaint event. However, a local nc-000801 has been initiated to address the failure mode related to this complaint. If any further information is provided, the complaint report will be updated.

Event description:
Cement found in lag screw screw driver of sterile gamma 3 set when trying to use to insert a lag screw during procedure. The instrument and implant would not go over the inserted kwire , then used a long ball tip guide wire to test the instrument for blockage and the hardened cement was pushed out onto the sterile field. Surgical delay of 10 min; time out taken to douse the lag screw driver and lag screw with betadine and the scrub stand covered with sterile iobane to contain the cement.